Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-16408. It was reported the patient's leads migrated. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken where the system was explanted and replaced to address the issue.